Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed only one data point logged on 09/oct/2025. Of note, review of the available information revealed that the log file submission was missing the alarm log file attachment. Log files submitted to the autologs portal with less than 4 data points within the requested report window would result in an inability for the autologs system to generate a report. Review of the event file revealed that the controller was not put into use. The insufficient data points and missing file attachment was likely perceived as a data transfer error and resulted in an inability for the autologs system to generate a report. As a result, the reported data transfer error could not be confirmed. The inability to generate a report was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered, possible root causes of the reported data transfer error event, may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, serial port connector malfunction, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Based on the available information, the most likely root cause of the reported inability to generate an autologs report can be attributed to the submission of log files to the autologs portal with less than 4 data points within the requested report window and/or a missing log file attachment. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a data transfer error occurred when downloading the logfiles from the controller. Insufficient or incomplete log data was received to generate a report. There may have been an incomplete download or data transfer from the controller to the monitor. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.